Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported the pump did not deliver. On an unspecified date and time, the pump was programmed to deliver an unspecified concentration of zameta and the delivery was started. No specific programming parameters were provided. On (B)(6) 2010 at 1130, the nurse started, "the pump sounded like it was pumping, but the blood had backed up into the tubing 1-2 inches and there was no fluid dripping in the chamber." The pump was removed from clinical service. Therapy was resumed using a replacement pump. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided.